Manufacturer narrative:
Corrected information for supplemental medwatch report 002 - section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, as well as low inspiratory pressure, was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, as well as low inspiratory pressure, was confirmed. Ventec also observed during testing that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, as well as low inspiratory pressure, was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that the device measured lower peep (positive end expiratory pressure) than set and inspiratory pressure was low. There was no patient involvement.